Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was found to be leaking as the caregiver was removing the cassette from the door of the homechoice. The patient had not connected to the set-up. The technical services representative assisted the caregiver in ending therapy. The patient planned to complete therapy using new supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received and the evaluation is complete. Microscopic inspection, functional testing, and simulated therapy were performed. The device was found to not meet product specifications due to a leak from a crack in the cassette. Upon conclusion of the investigation, the cause of this issue was determined to be the cracked cassette. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.